Event description:
It was reported that the pt underwent a sling procedure. When the release wire was pulled to twist the introducer out, the tape also pulled out of the left side with the introducer. The procedure was extended 30 minutes and completed successfully with another type of sling device. No adverse pt consequence was reported and the pt is now continent.

Manufacturer narrative:
H-6 conclusion code: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product upon which this medwatch is based is anticipated. If any further info is rec'd or derived from an evaluation, a supplemental 3500a form will be submitted.